Event description:
During stereotactic biopsy, when clip was deployed, it was noted that the inner wire separated from the outer part, and was within the cavity of the breast, not removed. Pt discharged. Device inspected by sales rep.